Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the hearing performance is not affected at the moment and therefore the device remains implanted and in use. This is the final report.

Event description:
In situ testing shows affected channels. The user does not feel his hearing performance with the device is considerably affected. There is no history of trauma or accident. There is no product deficiency alleged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. The user does not feel his hearing performance with the device is considerably affected.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is the final report.

Event description:
In situ testing shows affected channels. The user did not feel his hearing performance with the device was considerably affected. There is no history of trauma or accident.